Event description:
The lay user/ pt wrote a letter to lifescan (lfs) and it was received on 10/3/05. The user alleged that his meter was reading inaccurately low, although the case was documented as inaccurately high, and prompting a not ok message. The pt obtained a result of 250 mg/dl. Less than 10 minutes later a lab test was performed and the result was 324 mg/dl. No symptoms were reported. The pt did not receive any medical attention. Apparently some time after testing, the pt received a not ok message. The pt was unable/unwilling to answer most of the troubleshooting questions. The test strips were in good condition, the codes matched, and the techniques for cleaning the puncture site and for applying blood to the test strip were correct. A check strip test was performed and it passed.